Event description:
During a labral repair procedure, "upon insertion, anchors split in half, crushed". It was reported that 4 of the 8 anchors broke and were retrieved without a long delay. There was no injury to the patient.